Manufacturer narrative:
The insulin pump received with broken reservoir tube lip, cracked case near display window corners, cracked on display window, cracked battery tube thread, cracked reservoir tube, and missing reservoir tube lip o-ring noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer's insulin pump has cracks to the screen and reservoir compartment. Customer's blood glucose level at the time 42 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.